Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tubes, the device experienced diffuculty distinguishing between the sodium and lithium heparin tubes. The following information was provided by the initial reporter. The customer stated: concern: a lab sample for research purposes was collected in a sodium heparin tube instead of a lithium heparin tube. Both tubes have dark green tops and are the same size. The sodium heparin tube does have green slats on the label but this can also be missed once the patient label is placed. There are two different green tops with different additives in them. These are easily missed and a common error. One must review the labeling on the sample and ensure the sample requires either "sodium heparin" or "lithium heparin". Which sometimes these orders are common as I need a "heparin tube". The microtainers we carry that are lithium heparin are light green tops. Based on standard colors and uses to differentiate additives,

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.